Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. Due to the dislodged clevis, these additional failures occurred: the instrument was found to have a broken grip- and pitch- cable at the proximal clevis hole. The cables were fully broken. The components are broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Further inspection found a broken main tube at the distal tip. The broken piece measuring proximately 8.00 mm x 7.25 mm and was not returned with the instrument. These causes of failures are attributed to user. For clarification: the instrument was unable to be tested due to the physical damage condition in which form was returned from customer. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.